Event description:
It was reported that the pump battery would not charge, even after trying different wall outlets and adapters. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, as it was under warranty, and instructed the customer to send back the defective pump using a pre-paid label within 10 days. The customer acknowledged instructions and will continue using the current pump until the replacement arrives.